Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke after using about an hour. The broke piece was retrieved by forceps. As the patient had syphilis and hepatitis, the sample had been discarded. Another like device was used to complete the procedure.